Event description:
It was reported that balloon rupture occurred. A 4.00 mm x 12 mm nc emerge balloon catheter was selected for use. However, the balloon punctured due to low pressure.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 4.00mm x 12mm was returned for analysis. Visual and tactile inspection revealed multiple hypotube kinks were identified in hypotube profile. No issues identified in the shaft polymer extrusion profile. A microscopic examination of the balloon identified a 6mm tear (longitudinal) in the balloon material located 6mm proximal to the distal tip. Distal tip showed no signs of damage. A microscopic examination of the distal and proximal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was selected for use. However, the balloon punctured due to low pressure.